Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. Belt sn (B)(4) was returned for investigation into lack of gel deployment from the therapy electrode (te) during the event. Upon eval, there were two blisters out of ten on the rear 2 wire therapy electrode which did not deploy gel. An internal corrective action was initiated. Per (B)(4), two tes have sufficient surface area for adult external defibrillation. In this event, all tes deployed with the exception of two blisters. The impedance reading was 43 ohms and is within normal range. Device eval of the monitor was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date: monitor (B)(4): 04/2013; electrode belt (B)(4): 02/2014. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event while walking into the doctor's office. Motion artifact contributed to the false detection. The pt was reportedly conscious at the time of the event and was unable to press the response buttons in time. Review of the event confirms the response buttons were pressed after the event there is no indication that the pt required medical intervention. The pt continued to use the lifevest.